Event description:
The ra lead was dislodged several months ago with the extended screw tip sitting in the subclavian vein. The physician decided it would be unwise to re-use this lead due to concerns about blood and tissue that may have become lodged in the tip. Therefore a new lead was implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis revealed coagulated blood along the returned stylet causing the inability to advance the stylet properly. These blood residuals were most likely introduced during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.